Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, the patient stated they they were planning to go to the hospital (did not state why) but had passed out at 12:00pm. The patient's son called an ambulance. Three minutes after passing out, the patient regained consciousness. When the paramedics arrived, the provided the patient IV fluids and checked her blood pressure. It is unknown what the cgm was displaying when the patient passed out or if the paramedics took a blood glucose reading. The patient was taken to the hospital. The doctor did an MRI to rule out a stroke. When they checked the patient's blood sugar it was 103 mg/dl while the cgm was displaying 356 mg/dl and then drastically changed to 156 mg/dl in a matter of seconds. The doctor provided the patient with IV fluids and the patient was discharged after 8hrs. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.